Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that she became delirious and was vomiting. The customer stated that when she became ill she thinks, she pulled out the infusion set. The customer reported that while at the hospital her insulin pump was lost. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.